Event description:
It was reported that the customer experienced a blood glucose (bg) level over 600 mg/dl and a high ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. The customer addressed the bg by changing the infusion set and cartridge, resuming insulin therapy, and going the emergency room. Bg was treated with intravenous fluids of insulin and saline. The customer was released later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.